Event description:
During an in clinic follow-up, the device was in backup mode due to event queue overflow. Abbott technical support was contacted and the device was restored to resolve the event. The patient was in stable condition.

Event description:
During an in clinic follow-up, the device was in backup mode due to event queue overflow. Abbott technical support was contacted and the device was restored to resolve the event. The patient was in stable condition.